Event description:
Pt had recurrent hemopositive stools; therefore a colonoscopy was performed on 8/4/99. Prominent vascular malformation was noted as the source of her bleeding. The argon plasma coagulator was used to cauterize the actively oozing areas. It was done in a conservative manner with attempt at coapting approx. 0.5 cm to 1 cm from the lesion. These were 1 cm bursts. Pt had right lower quadrant pain following the procedure. Abdominal x-rays revealed free air in the abdomen. Initially, she had a mild to moderate amount of discomfort which progressed to significantly overt peritoneal signs & severe discomfort. She underwent a right hemicolectomy with primary anastomosis on 8/4. During the surgery, the supracecal area was noted to have one significant perforation that was probably 3 to 4 mm in size. There were several other smaller openings in the same vicinity and the colon wall also looked hemorrhagic and necrotic scattered throughout that area. It was quite thin and it was quite apparent that this could not be repaired with simple closure, due to the significant compromise of the integrity of the bowel over that region. Proximal to that main area, the tinea on the colon was stripped another 10cm where the serosa was pulled apart. Presumably this was from distention of the cecum and it spread proximally after the initial compromise of the bowel wall was started distally in the colon. Pt was discharged from the hospital on 08/11/99.